Manufacturer narrative:
No injuries were reported. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at the site and evaluated the device. Fse found a crack on the shutter. The cracked shutter caused the shutter position to move upwards and out of its correct position. To resolve the issue, fse replaced the shutter. The reported device malfunction of firing unintentionally is attributed to the cracked shutter. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the picosure device fired laser without footswitch use.